Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition and noise reversion. No changes or intervention were reported; the rv lead remained implanted. The patient condition was not known.